Event description:
During preventative maintenance of the device, the user reported that the plastic ring under the occlusion cap was cracked. Since the event occurred during preventative maintenance, there was no pt involvement during this event.